Event description:
It was reported that during implant procedure, the right atrial lead exhibited noise and high impedance when positioned in pacing system analyzer. Lead helix was extended and same electrical issues remained. The lead was not used and replaced successfully. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.